Event description:
It was reported the tines were difficult to extend. A radiofrequency ablation (rfa) procedure was being performed. A leveen standard 3.0/15/15 electrode was selected for use. During preparation, the user noticed the deployment of the tines were stiff. The device was not used. Another leveen standard electrode was used and the procedure was completed successfully. There were no patient complications.